Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall 2017- 04/03/2018 15:05:13 jovelyn martin (jobmarti) contact patrick thibodeaux, clinical eng. Supervisor #337-658-3922 <pdthibodeaux@lgh.org> ***note: unit is not affected by r090 however sd tech ronald richardson <ronald.richardson@bd.com> is on site for r069 remediation informed me this unit need to be shipped to the depot for failing the syringe gripper inspection (r090). 04/16/2018 07:53:30 allan dulay (adulay) est - rcl to mjr 04/23/2018 08:17:53 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per allan dulay, service tech. Repair approved by patrick thibodeaux at pdthibodeaux@lgh.org for $579. New po# is 01-387002. Npi 04/25/2018 13:54:22 annette a mendez (amendez) 1z9791540271205727 09/21/2019 09:47:29 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.

Event description:
(B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.